Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received excessive button error alarms. Customer reported that insulin pump may have gotten damp but it was not submerged in water. Customer also received motor error alarms when reservoir was out of insulin. During troubleshooting for motor error, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.